Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The sealed side of pouch was visually examined and found to have a suture that extends through seal.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. Prior to using on the patient it was noted that the suture was caught in the heat seal of the package. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch dbp311, mfg date: 02/01/2011, exp date: 01/31/2016.